Manufacturer narrative:
(B)(4). Additional information: the analysis results of the device (a) found that it was received in good visual condition. The jaws were found properly aligned. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. No incident related to the reported event was observed during the batch record review. The analysis results found that the instrument (b) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed five clips as intended and it ejected eleven clips. Finally, it locked out as intended. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # j90p9x; expiration date: 03/2017; manufacturing date: 04/2012.

Event description:
It was reported that during a laparoscopic colon procedure, there were several misfires with two devices of the same lot number. The clips were spitting out of the jaws and coming out sideways. This occurred during the dry firing prior to use on the patient. No patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.